Event description:
One morning of january 2012 anesthesia machines in 7 rooms would reset with a "watchdog timeout failure" alert on ventilator monitors periodically after start of cases. Daily machine checks were performed as usually on machines prior to the start of 0730 cases without problem. It was quickly determined that by removing serial connection from anesthesia machines to computers running picis anesthesia manager, watchdog error's messages stopped. After further analysis of situation, it was discovered that the picis system administrator performed an upgrade to picis workstations and did not install drivers in the proper location within picis application. Machine checks were successful because a picis patient record was not pulled up during machine verification. There were approximately 3 resets to each machine in about 2 minute intervals before problem was identified. Patients were bagged and monitored during temporary machine outages and did not suffer any adverse consequences.======================manufacturer response for anesthesia machine, anesthesia machine (per site reporter).======================watchdog timeout error is consistent with a machine communications problem.